Event description:
The manufacturer received information alleging a trilogy ev300 device failed a system pressure leak verification test. There was no allegation of patient harm. The device was not reported to be in patient use. During the preliminary evaluation of the device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and proportional valve aecm, then performed final test and system leak verification test failed again additional work required. The manufacturer's investigation is ongoing. If any additional information is received, a subsequent follow-up report will be filed.